Manufacturer narrative:
Follow-up #1: date of submission 8/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: during investigation of the returned pump, ¿cs69¿ alarm reproduced at power up. The pump was unable to recover from cs69 after reboot; unable to verify all steps. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box; confirmed in the alarm history. The error is resident to flash chip. There is a battery compartment crack at case seal below the bumper.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 069 (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.